Manufacturer narrative:
Multiple requests were made for evaluation data without a response. Device evaluation data is not available.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device continues to display the battery calibration recommended message after the batteries were calibrated. There was no patient involvement reported.